Manufacturer narrative:
Physical device was not received for analysis. Review of the user data in the insulet cloud system found that a pod with the sequence number reported was used between 19:30 on (B)(6) 2026 and 06:43 on (B)(6) 2026. The data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in automated mode during this period. The data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. The phb data showed that the user's estimated glucose values decreased to the lowest point of 52 mg/dl at 06:28 on (B)(6) 2026. The phb data showed that automated insulin delivery had been suspended since 05:08 on (B)(6) 2026 when estimated glucose values were at 146 mg/dl in response to decreasing estimated glucose values. The data showed that this pod was the first pod used with the controller serial number reported. The controller was setup with a manual basal program of 3 u per hour for 24 hours, while the manual basal program last used on the previous controller was 0.8 u per hour for 24 hours. This higher manual basal program resulted in an initial total daily insulin of 144 u per day, where the last total daily insulin from the previous controller was 33 u per day, resulting in a higher initial adaptive basal rate. No evidence of the automated algorithm failing to pause automated insulin delivery when expected or the system overdelivering insulin was observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s908usqs9gzb4, hardware: sm-s908u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) on (B)(6) 2026. Blood glucose levels had decreased to 40 mg/dl so the patient called 911 and was transported to the ER. Symptoms reported include; extreme confusion, anxiety, sweating/shakes. The patient reportedly experienced issues using the omnipod app. Patient recently got a new phone and transferred the setting on their own. Patient was concerned with pod adaptivity, as a result of the new phone and algorithm. The patient believed that they were receiving too much insulin, which resulted in their low blood glucose level. The patient was diagnosed with hypoglycemia and treated with glucose gel, peanut butter, and cheese. The patient was released the same say, after spending 3 hours in the ER.